Event description:
It was reported that while attempting to install upgraded software onto the programmer an error code generated. An attempt was made to reinstall the software but with the same result. It was further noted that this first occurred last fall but that the programmer had not been returned as instructed. It was also noted that it occurred while the programmer was connected to the universal serial bus port. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the programmer booted to an error, and that error and patient information were able to be pulled. It was noted that replacing the mother board fixed the problem. Analysis also found that the keyboard was pulling apart and that there was a noisy system fan. (B)(4).